Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider reported via the manufacturer's representative (rep) the patient was experiencing less than 50% pain relief and the device wasn't providing enough relief so the patient wanted the device explanted. Relevant medical history includes failed back surgery syndrome and spinal pain. The system was explanted on (B)(6), 2015 and the issue was resolved.